Event description:
It was reported that; patient presented with end to end axial connector issue patient is coming back for a revision surgery. Details pending. Update (B)(6) 2017: patient was doing well post-op until he bent over and simply heard a "pop" noise. Thus resulting in pain and physicians visit.

Manufacturer narrative:
The reported event was confirmed based on x- ray images provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined as the device was not returned for evaluation.

Event description:
It was reported that; patient presented with end to end axial connector issue patient is coming back for a revision surgery. Details pending. Update 9/19/2017: patient was doing well post-op until he bent over and simply heard a "pop" noise. Thus resulting in pain and physicians visit.